Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump exhibited screen bezel separation resulting in a display issue, and a replacement device was provided with instructions for shutdown, data sync to the mobile app, and return of the original device; the problem involved the display component and was characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component-level failure affecting the display assembly and bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.